Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive. During investigation, evidence of adhesive contamination was found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the down button is sticking and she has to put all her pressure on it to elicit a response. The patient stated that there is no damage to the keypad and there is no moisture to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.